Manufacturer narrative:
Cmp-(B)(4). Allergic response to metal after knee arthroplasty. Concomitant products: unknown tibial tray lot# unknown. Patient called in, but patient did not identify themself or contact information when making requests. The device is implanted at time of reported event, and thus is not expected for return. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that after a knee arthroplasty the patient is experiencing a metal allergy and is requesting information for metal make composition of implants.